Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch:8635850

Event description:
Related manufacturer reference number:(B)(4). It was reported one of the patient's leads had migrated and their ipg had flipped inside the pocket. Migration was confirmed via x-rays. As such patient is pending surgical intervention at a later date to address the issue .

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention where one of the leads and ipg was explanted and replaced, thereby restoring effective therapy.